Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during an analysis. An insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 36.4 cm to 38.7 cm from the connector pin. Abrasions are consistent friction with another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.